Event description:
The consumer reported that it took too long to charge their implantable neurostimulator (ins). If the battery was half full, it would take six hours to charge and if it was not half full, it would take all day to recharge the battery. It was noted that the patient only got a few coupling bars, sometimes seven bars, and the ins would get warm when she is charging while still. Trouble shooting with the recharging belt could not be done at the time of the report, the patient did not realize after each rotation that she was meant to press the green button, and adhesive discs were recommended for the patient. Lastly, it was noted that the patient had a kidney disease. There were no reports of medical or therapy issues and no patient symptoms reported. Follow-up is not required at this time and there is no further information related to this event. The indication for use for the implanted device was noted as spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.